Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a severed product, 223mm from the terminal pin; two segments returned for a total length of 452mm. Setscrew marks observed on the terminal pin and cuts/tears, as well as electrocautery damages, were observed on the electrode's insulation. Suture sleeve was not returned and dried blood was noted in the lumens. Testing was completed to assess the electrode electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, data review in this sicd (subcutaneous implantable defibrillator) device history, noted a non persistent ventricular tachycardia (vt) unrecognized by the device. The patient claimed to have experienced several episodes of tachycardia, with no device response and at times, syncope would occur. Device history was suggestive of multiple non-sustained vt episodes. The patient was seen the following day for a more extensive exam and defibrillation testing (dft). All three vectors appeared suitable and fluoroscopy was showing an acceptable device and electrode position. Dft testing was initiated at which time system undersensing was again noted: external defibrillation was required after 14 seconds of inducted vt. The physician elected to explant the sicd system in favor of a transvenous ICD system. Both the device and electrode are expected to be returned for analysis.